Manufacturer narrative:
UDI: (B)(4).

Event description:
Patient reported "lymphoma, hodgkin's" side unspecified. This file is for the left side. Health professional reported "biopsy of the skin rash, which was initially though to be a marginal zone lymphoma at an outside institution, but reviewed by our pathology team and felt ot be consistent with a follicular lymphoma, low grade involving the skin and subcutaneous tissue [patient's] lymphocytes are decreased at 0.5, suggestive of lymphopenia." No treatment indicated. Device remains implanted. See 2024601-2014-00638 for right side.